Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels over 400 mg/dl at the time of the incident. Customer reported blood glucose at time of incident was 414 mg/dl and current blood glucose was 330 mg/dl. Customer reports they have a back-up plan available. Customer treated for high blood glucose with insulin pens and syringes. Customer reported already checked infusion set and cannula was bent. The customer was assisted with troubleshooting. Customer will not return device for analysis.